Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/13/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver case was opened for internal inspection and passed. The receiver battery has no voltage and troubleshooting is unable to be performed. The reported event of no audio output was not confirmed. The root cause of receiver no audio could not be determined because receiver has no power due to defective battery .